Manufacturer narrative:
This incident was reported as a corneal ulcer from a business partner in the (B)(6). Method: no lot info, no lenses, no device info, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident the pt complains of. Conclusions: no conclusion can be drawn. Optician feels this is a result of the pt over wearing the lens. Should further info be provided that would change this conclusion, an update to this report will be provided within one month of a receipt of the add'l info.

Event description:
Opticians office called into coopervision to report they had a pt who developed a corneal ulcer while wearing frequency xcel toric. Office also stated the pt over wore the lenses and had poor hygiene / handling of lenses. Office does not want to fill out med incident report form and states the pt is now happy as they have changed him to daily wear lenses.